Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number am7112, and no non conformance's / manufacturing irregularities were identified. Additional information was requested and the following was obtained: in what structure / organ and tissue was the monocryl suture placed on (B)(6) 2020: answer: the monocryl suture on (B)(6) 2020 is not used for this patient (B)(6). What was vicryl's suture appearance on (B)(6) 2020: no change? Answer: the appearance of the vicryl 3/0 sc-20 suture: am7112, fv: 09/2024 at the time of the event was unchanged. The patient captured in (B)(4) had initial procedure on (B)(6) 2020 and revision surgery on (B)(6) 2020. The suture captured on file is vicryl plus suture. Answer: the procedure takes place (B)(6) 2020. On the date (B)(6) 2020 in postoperative review, the event was identified with the vicryl 3/0 sc-20 suture: am7112. The event for the case of the patient "(B)(6)" is with the vicryl 3/0 sc-20 suture: am7112. Additional information in this file refers to monocryl and vicryl sutures for surgery on (B)(6) 2020 and does not appear to be for this patient event who underwent initial surgery on (B)(6) 2020 with revision on (B)(6) 2020: answer: this information related to the monocryl and vicryl sutures for a surgery on (B)(6) 2020 does not correspond to this case. The patient event report who underwent initial surgery on (B)(6) 2020 with revision on (B)(6) 2020 corresponds to (B)(6) patient (B)(4). Attached again the case description information: patient who underwent right modified radical mastectomy surgery on (B)(6) 2020. On (B)(6) 2020, patient was admitted to the emergency service due to drainage dysfunction of the right breast, clots were suctioned with a syringe and the drain was reconnected, leaving it functional, draining serous content, patient in good condition, without signs of collection or infection. On (B)(6) 2020 in review with a support doctor, patient presented an active drain and adequate postsurgical evolution. On (B)(6) 2020 in pop revision, patient entered the healing service with a suture dehiscence of approximately 3 cm in the medial and axillary area without signs of infection and seroma in the right breast, that's why it was decided to suture with 4 prolene stitches. 3/0 in the medial area and 1 point in the axillary area. On (B)(6) 2020, a patient is admitted to the service of procedures for healing and removal of stitches in the right breast post mastectomy. The wound is found without signs of infection, stitches are removed with acceptable and biosafety techniques, healing is performed, irrigated with saline solution, covered with dressings and photostimuline. Note: additional event related to patient mls reported via mw# 2210968-2020-07201. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent right modified radical mastectomy surgery on (B)(6) 2020 and suture was used. On (B)(6) 2020, the patient was admitted to the emergency service due to drainage dysfunction of the right breast, clots were suctioned with a syringe and the drain was reconnected, leaving it functional, draining serous content, and the patient was reported in good condition, without signs of collection or infection. On (B)(6) 2020, in review with a support doctor, the patient presented an active drain and adequate postsurgical evolution. On (B)(6) 2020, in pop revision, the patient entered the healing service with a suture dehiscence of approximately 3 cm in the medial and axillary area without signs of infection and seroma in the right breast. The patient was re-sutured with a different suture in the axillary and medial area. On (B)(6) 2020, the patient was admitted to the service of procedures for healing and removal of stitches in the right breast post mastectomy. The wound was found without signs of infection, stitches were removed with acceptable and biosafety techniques, healing was performed, and the patient was irrigated with saline solution, covered with dressings and photostimuline. No additional information was provided.